Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that remote data transmission indicated monitored events with atrial lead under sensing. The atrial lead remains in use. Follow up information received indicated patient has a chronic high atrial threshold and requires minimal pacing. It was decided several months ago to reprogram device settings as back up pacing only if required to conserve battery. No patient complications have been reported as a result of this event.